Manufacturer narrative:
Correction: e4 selected yes since initial reporter submitted a 3500a form.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was observed on both the non-cavity ID end and cavity ID end of the dialyzer. The delamination on the non-cavity ID end was located between approximately 305° to 80°, with the dialysate ports positioned at 0° and the delamination on the cavity ID end was located between approximately 285° to 40°. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other complaints reported against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the venous hansen line as well as the sample port of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 100cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. The complaint device was reported to be available to be returned to the manufacturer for evaluation.